Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error image on the insulin pump¿s screen. The customer went through a startup procedure and put the date and time, then got the error. No pump errors were displayed before the critical pump error image. The customer¿s blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error and a pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor was measured. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched display window and case.